Event description:
Customer reported receiving a blood glucose result of 363 mg/dl and then dosing with insulin based on this result. Customer then reported to be excessively sweating and having difficulty breathing and it was then reported that he lost consciousness. Paramedics were called, and the customer's wife received a result of 200 mg/dl on their freestyle, while the paramedics received a result of 20 mg/dl on an unknown brand of glucose monitor. Customer was taken to the hospital, where he was diagnosed and treated for hypoglycemia. An intravenous treatment of d-50 (dextrose) was administered to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.